Event description:
It was reported that the customer has been experiencing high blood glucose from 27 to 29 mmol. Troubleshooting was performed. The time, date, and the programming were correct. It was stated that the customer's blood glucose came back to normal and the recent glucose reading was 12mmol. It was stated that the customer stopped using the insulin pump and was on back up plan per doctor's instructions. The fixed prime test was done and the insulin did exit. The high pressure test was performed and the test failed. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.